Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler, did not add control to the plate and there was no error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.